Event description:
Balloon did not deploy correctly on renal stent. Stent and balloon removed. Stent partially deployed. Could not retrieve with snare. Surgical intervention required to remove. Repair of arteriotomy.

Manufacturer narrative:
(B)(4). The lot number mentioned in the maude report is not recognized in our database system. The investigation is still in progress.